Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during prime/a33 test due to faulty fsr (gold). Motor passed motor test. Pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 178 mg/dl. The troubleshooting was performed. The customer was advised that we will send cot pump for am delivery tomorrow.